Manufacturer narrative:
The sample is available for evaluation. It is yet to be received.

Event description:
The event occurred on an unknown date. The customer reported leaking on a plum oncology set during chemotherapy. There was patient involvement, but no harm reported.

Manufacturer narrative:
The complaint of leakage could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review could not be reviewed due to the unknown lot number. Device available for evaluation is no.